Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the wire was passed through, the wire came out from the middle of the catheter, not the catheter tip. It was unknown whether the hole was open or torn. There was a catheter perforation with the guidewire at the distal shaft. There was no resistance when passing the guidewire. There were no kinks to the guidewire. The device was prepared as indicated in the IFU.

Manufacturer narrative:
The marathon micro catheter was returned for analysis. The guidewire used in the event was not returned for analysis. No damage was found with the marathon catheter hub. No bends or kinks were found with the catheter body. The marathon catheter was found punctured at ~5.7cm from the distal end. No damages or irregularities were found with the distal tip and marker band. The marathon total length was measured to be ~172.9cm, the usable length was measured to be ~166.8cm which is within specification (specification: usable = 165.0cm ± 2.5cm). The distal inner diameter was measured to be 0.012¿, and the proximal inner diameter was measured to be 0.015¿; which is within specification (specification: distal (minimum) = 0.012¿, proximal (minimum) = 0.015¿). The micro catheter was flushed, and water exited the distal end and at the ruptured location. No defects were found that may impede movement of the device through the catheter lumen. Based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ report was confirmed. Catheter puncture can occur if the catheter becomes kinked/prolapsed during insertion of the guidewire, due to incompatible devices, or device navigated within the micro catheter too aggressively. However, the cause for the puncture could not be determined. As the guidewire used in the event was not returned for analysis, any contribution of the guidewire towards the failure could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.